Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic anterior resection for rectosigmoid cancer, staple line intact. One noticeable staple was unformed. Bubbling occurred with insufflation of air through staple line. Intracorporeal suturing to stop bubbling, few full-thickness and a few more sero-muscular stitches. Hospitalization was extended for two extra days.